Event description:
It was reported that (1) lcsc5 was used during a supra cervical hysterectomy procedure. It was reported by the rep that the surgeon experienced lockout throughout beginning of case. Working on the right side pedicles, the blade was retorqued, cleaned, and regrasped tissue and lockout continued. The surgeon finally took it out and ask for a new blade to complete the case. There was no consequence to pt.